Event description:
Per the clinic, the patient experienced a lack of osseointegration (date not reported) resulting in fixture loss. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Correction: the correct catalog number is 93332; not 92346 as previously reported. This report is filed april 14, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
(B)(6). This report is filed april 10, 2014. Device is currently unavailable.